Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs. While inspecting the analyzer, fse found a cut in the line going from the waste manifold to the waste pump; the bf probe waste line was not connected, the diluent well was not attached to its mount and the overflow sensor wires were detached. Fse replaced the waste line, bf probe, and diluent well. Fse realigned the sample nozzle to the diluent well, ran several wash and diluent primes without error or leaks, successfully performed daily run and quality control run without errors. The customer ran calibration for psa and tes assays, error 4017 system clog detected occurred. Fse replaced the sample nozzle and tried the calibration again, but error persisted, ran mac controls, error still persisted. The customer has opted to replace the analyzer; no further repairs will be performed on the analyzer, analyzer will be de-installed per customer's request. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [4017] spec. Sy clog detected is generated when there is no contact with the liquid after diluent suction. The operator is instructed to contact the service department. The most probable cause of the reported event was not determined; analyzer has been in service since 2014 and the customer opted to de-install and replace the analyzer.

Event description:
A customer reported their aia-360 analyzer was leaking. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.